Event description:
The customer reported an ad channel 15 error message. This is displayed when an analog to channel fails to communicate during start up. This message will result in a no boot situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.